Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; further review of the device memory reports indicate the device was functioning prior to explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause the bondwires to lift. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning prior to explant. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications unknown (for use when the device problem is not known).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning prior to explant.